Manufacturer narrative:
Device received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test or verify button/keypad anomaly due to blank display. Device had flattened act and up buttons dome switch. No unlocked j2/lcd keypad connector during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had unresponsive keypad. Customer¿s blood glucose was unknown. Insulin pump will not be returned for analysis.